Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the surgeon touched the tip of another instrument and there was an energy arc. Plastic towards end of a fenestrated bipolar forceps instrument was burnt. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have charring and localized melting at the top of the pulley at the grips. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.